Event description:
Bowel injury treated with temporary diverting colostomy and gram negative antibiotics.

Manufacturer narrative:
The manufacturer does not know whether or not the user facility is reporting this event. There was no evidence of out of specification condition that could have contributed to this event. In retrospect, during treatment of the injury, it was learned that bowel wall was very thin and that the patient had a history of heavy alcohol usage. The condition of the bowel was not known before the surgery, but it appears very likely to be a factor in this event.